Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particle material was found on the shell, fold creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one extended smooth opening, stress marks and wear abrasion. Based on the device analysis the final assessment is: one smooth opening in the side radius assessed as smooth opening. Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product and left side rupture. The device has been explanted.

Event description:
Healthcare provider reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product and left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety product/procedure.

Event description:
Healthcare provider reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product and left side rupture. The device has been explanted.